Event description:
The customer returned the ultrasound gastrovideoscope to the service center for a separate issue. During the device analysis, the service repair technician identified that the device did not display an ultrasound image and that the ultrasonic probe had a crack. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. The root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: the ultrasound image was not displayed due to corrosion on the ultrasonic connector. The most probable cause was traced to a component failure. The most probable cause of the crack in the ultrasonic probe was also traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.